Manufacturer narrative:
A getinge field service engineer (fse) reported that they performed calibration on the helium tank and regulator and the unit passed. The unit completed autofill 3 times. The unit passed all functional and safety tests and the unit was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation training, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.